Event description:
See also MFR report #3004209178-2010-09476. It was reported that the pt initially received good stimulation using the ins. The stimulation, however, got to the point where it only worked sporadically. It was necessary for the pt to "push on the ins" in order to receive stimulation. The pt opted to try "other things" to resolve this issue. The MFR rep was unable to read the ins. The pt was not able to recharge the ins for "several months." A physician recharge was performed. Afterwards, all of the electrodes had impedance readings greater than 10,000 ohms. The pt then opted to replace the ins, but did not want to replace the leads at the same time. The pt felt that the ins was the sole problem. The ins was removed and replaced. The pt recovered from the surgery with sequela. During recovery from the surgery, all of the electrode impedances were again noted to be "high," and the pt received no stimulation. The plan was to replace the pt's leads. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not received at the time of this report. A follow up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).